Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was unknown. The patient was under hospice care at the time of death. Prior to entering hospice care, the patient had been hospitalized for an unrelated medical indication. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured in october 2011. The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A device history review was performed and revealed no issues that could have caused or contributed to the reported issue. Internal and external inspections were performed and found no issues. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device did not meet functional and electrical performance specification requirements per rite testing and required replacement of the piston foam, addressed in manufacturer report numbers 1416980-2015-20882 and 1416980-2015-20883. A short simulated therapy was successfully performed after the piston foam was replaced. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.